Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: w1tr01 ipg implanted (B)(6) 2023 407645 lead implanted (B)(6) 2011 419478 lead implanted (B)(6) 2011 addrl1 ipg implanted (B)(6) 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion, the right ventricular left bundle branch (rv-lbb) lead exhibited high thresholds and the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced, the rv-lbb lead was capped and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.